Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper selection, placement, positioning, alignment and/or fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03659 / 03660).

Event description:
During a left primary hip arthroplasty, two liners would not seat in the shell. The cup was removed and another cup and third liner were used to complete the procedure after a 40-50 minute delay.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The tabs of the liners showed some indentations that may have happened during impaction. Due to the nature of the damage to the liners, no dimensional analysis will be performed. Device history record was reviewed and no discrepancies were found. It is most likely that the cup was damaged while the surgeon was trying to implant into the patient which was preventing the liner from full seating. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.